Event description:
The facility reported a pump that shuts off. It is unknown when this occurred. It is not known if there was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.